Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). A review of the manufacturing records for the device verified that the lot met all prerelease specifications. The initial reporter has been contacted in order to receive more information on the event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the imedidata study database: on (B)(6) 2025, this 64-year-old female patient underwent an endovascular procedure for a thoracoabdominal aortic aneurysm. The patient was treated with a gore® tag® thoracic branch endoprosthesis (aortic component) in the aortic arch and a gore® tag® thoracic branch endoprosthesis (side branch component) in the left subclavian artery. The sites were accessed percutaneously using a 24 fr gore® dryseal flex introducer sheath. There were access-related complications. It is noted that there was access failure, but no additional corrective procedures related to the device, procedure, or withdrawal of the delivery system. This is part of a staged procedure. The next part of the procedure is scheduled for (B)(6) 2025. On (B)(6) 2025, the patient had a post procedure rupture of the right external iliac artery. In-patient or prolonged hospitalization and medical or surgical intervention and treatment was required. This adverse event was noted as procedure related and potentially caused by the gore® dryseal flex introducer sheath. The adverse event could be considered an access site complication in the lower extremities. The rupture was treated with a non-gore stent. This adverse event was noted to be recovered/resolved without sequelae on (B)(6) 2025. Three additional adverse events were reported on the same day (june 10, 2025). In-patient or prolonged hospitalization and medical or surgical intervention and treatment was required. These three adverse events was noted as procedure related and potentially caused by the gore® dryseal flex introducer sheath. The adverse event could be considered an access site complication in the lower extremities. 1. Hypotension. The patient was treated with an adrenaline infusion on (B)(6) 2025. This adverse event was noted to be recovered/resolved without sequelae on (B)(6) 2025. 2. Anemia. The patient was treated with a blood transfusion on (B)(6) 2025, and june 11, 2025. This adverse event was noted to be ongoing (not recovered/not resolved). 3. A ¿larger retrograde hematoma.¿ the patient was treated with analgetica on (B)(6) 2025, and a blood transfusion on (B)(6) 2025. This adverse event was noted to be ongoing (not recovered/not resolved).

Manufacturer narrative:
Updated b5, g3. Updated h6: added health effect - clinical code e1002. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d1102, code d16 is no longer applicable. Gore reviewed the results of the review of the device history records for the reported lot number, which showed that the release criteria had been met. The device was discarded. Therefore, a device evaluation could not be performed. The cause of the reported potential malfunction, external iliac rupture, is attributed to the introducer sheath oversized for the patient's anatomy. As reported the access vessel was 6 - 8 mm mm but the outer diameter of a 24 fr dryseal flex introducer sheath is 8.8 mm.

Event description:
The following was reported to gore from the imedidata study database: on (B)(6) 2025, this 64-year-old female patient underwent an endovascular procedure for a thoracoabdominal aortic aneurysm. The patient was treated with a gore® tag® thoracic branch endoprosthesis (aortic component) in the aortic arch and a gore® tag® thoracic branch endoprosthesis (side branch component) in the left subclavian artery. The sites were accessed percutaneously using a 24 fr gore® dryseal flex introducer sheath. The minimum diameter of the right femoral access vessel is 6 mm, the maximum diameter is 8 mm. There were access-related complications; however, no additional corrective procedures related to the device, procedure, or withdrawal of the delivery system was performed, and the primary surgery was reported to be uneventful. This is part of a staged procedure. The next part of the procedure is scheduled for (B)(6) 2025. As the patient entered the postoperative unit after surgery (approximately one hour after closure), the patient became hypotensive with abdominal pain. The patient was returned to surgery where a right external iliac rupture was detected. It was reported additionally that this rupture obviously occurred intraoperatively and most likely due to the gore® dryseal flex introducer sheath. Likely the arterial rupture was contained for a brief period. The external iliac was repaired using a covered non-gore stent. Three additional adverse events where reported on the same day ((B)(6) 2025). In-patient or prolonged hospitalization and medical or surgical intervention and treatment was required. These three adverse event was noted as procedure related and potentially caused by the gore® dryseal flex introducer sheath. It was additionally reported that these three events occurred secondary to the external ilia rupture which was caused by the gore® dryseal flex introducer sheath. 1. Hypotension. The patient was treated with an adrenaline infusion on (B)(6) 2025. This adverse event was noted to be recovered/resolved without sequelae on (B)(6) 2025. 2. Anemia. The patient was treated with a blood transfusion on (B)(6) 2025. This adverse event was noted to be ongoing (not recovered/not resolved). 3. A ¿larger retrograde hematoma.¿ the patient was treated with analgetica on (B)(6) 2025, and a blood transfusion on (B)(6) 2025. This adverse event was noted to be ongoing (not recovered/not resolved).